Event description:
In 2008, pt had a medtronic permanent spinal cord stimulator implanted. The following month, the lead was replaced due to migration, secondary to scoliosis. Both procedures utilized the now recalled medtronic accessory kit 3550-39. In 2009, permanent spinal stimulator with anchors and leads removed. In 2008 lot n167833 accessory kit utilized. In 2009, all implantables removed.